Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that they were in ICU for three days. Blood glucose reading was unknown. The customer stated it is because of the device. The customer stated they never got a notice, first they heard was on the news. The device will not be returned for analysis.